Manufacturer narrative:
One device was returned for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Review of event log found travel coarse error--check clutch/plunger level, confirming the complaint. Visual/functional testing was performed. The probable cause was a worn drivetrain. The device was repaired by replacing the worn drivetrain parts. The pump was then recalibrated and tested to confirm all errors resolved.

Event description:
It was reported that the device exhibited a travel coarse error. There was no patient involvement.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.